Event description:
It has been reported to philips that the x-ray is unavailable. The device was in clinical use. No patient harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the door open message and unable to do xray. Review of the system log file showed that the power supply error. Upon functional testing, fse found that the issue was power circuit hardware. The fse replaced the fdcsib. After replacement of the fdcsib, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.